Manufacturer narrative:
The customer contacted the siemens customer care center (ccc), and siemens dispatched a customer service engineer (cse) to the customer site. The siemens cse inspected the advia centaur xp and noted the instrument had an inprocess queue error. The cse observed the sample rack skipping position and barcode reader errors. The cse replaced the inprocess queue and resolved the issue. The operation of the instrument was verified. No further evaluation of the device is required.

Event description:
The customer contacted siemens to inform that two samples were loaded on that advia centaur xp instrument and incorrectly identified by the barcode reader. The customer noted the sample tube loaded in rack b position was not identified by the barcode reader, and the sample tube loaded in rack position c was identified as a tube in rack position b. The customer noted the error condition and requested a siemens customer service engineer (cse) to service the instrument. There are no reports of patient intervention or adverse health consequences due to the mismatch in patient sample positions.